Manufacturer narrative:
Woo h, levin r, cantrill c, et al. Prospective trial of water vapor thermal therapy for treatment of lower urinary tract symptoms due to benign prostatic hyperplasia in subjects with a large prostate: 6- and 12-month outcomes. European association of urology. 2023; 58: 64-72. Doi.org/10.1016/j.euros.2023.10.006 with all the available information, boston scientific concludes that reported complaint could not be confirmed, due to the device did not return. There was no device available for analysis and there was no report of a device performance allegation during treatment. The patient symptoms dysuria, hematuria, incontinence urinary, infection urinary tract, inflammation, pain, urinary retention, urinary urgency, retrograde ejaculation, erectile dysfunction are a known inherent risk of device use as stated in the instructions for use (IFU). Additionally, the other clinical events mentioned including acute prostatitis, urinary tract infections, gross hematuria treated with cystourethroscopy, urinary urgency, bladder spasms, dysuria, acute urinary retention, urinary incontinence, pain/discomfort, poor stream, terminal dribbling, constipation, diarrhea, erectile dysfunction, nocturia, anejaculation, decrease of ejaculatory volume, epididymitis, fever, hematoespermia, hesitancy, incomplete voiding, sloughing, dizziness, headache, hypertension, retrograde ejaculation, syncope and upper respiratory tract infections, are also anticipated in the device hazard analysis and IFU, according to the medical review performed. Based on all the information available, known inherent risk of device was the conclusion code assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in european association of urology, that a study was conducted to assess the water vapor thermal therapy as a treatment option for patients with a larger prostate volume. The main objective was to evaluate the safety and efficacy of the treatment in men with benign prostatic hyperplasia (bph) and with a prostate gland greater than 80 cubic centimeters and smaller than 150 cubic centimeters. The name of the article is prospective trial of water vapor thermal therapy for treatment of lower urinary tract symptoms due to benign prostatic hyperplasia in subjects with a large prostate: 6- and 12-month outcomes, and it was a prospective, single-arm study. A total of 47 patients were considered for the investigation, and all were treated with water vapor thermal therapy between july 2018 and august 2020. According to the results, all the patients completed 6 months follow-up and 40 of 47 completed 12 months follow-up. Regarding the patient outcomes, at 6 months after the treatment, there were two serious adverse events, according to the study criteria, related to the treatment procedure, one for acute prostatitis and one case of gross hematuria with clots and retention that was treated with cystourethroscopy. There were no serious adverse events related to the device and two more cases of serious adverse events unrelated to the device or treatment procedure. Additionally, there were registered, 164 nonserious serious adverse events in 43 patients, that occurred during the first 6 months after the treatment. Among the 164 cases, 34 were device-related and 117 were related to the treatment. Some of the nonserious serious adverse events experienced by the patients were urinary tract infections, gross hematuria, urinary urgency, bladder spasms, dysuria, acute urinary retention, urinary incontinence, pain/discomfort, poor stream, terminal dribbling, constipation, diarrhea, erectile dysfunction, nocturia, anejaculation, decrease of ejaculatory volume, epididymitis, fever, hematoespermia, hesitancy, incomplete voiding, sloughing, dizziness, headache, hypertension, retrograde ejaculation, syncope and upper respiratory tract infections. The treatment performed showed that during the first 6 months, a significant improvement in the symptoms associated with bph in an 83% of the participants. Also, by 12 months, the 69 % of the patients experienced improvements too. Therefore, the water vapor thermal therapy could be considered a safe and effective option for men with a larger prostate.

Manufacturer narrative:
Woo h, levin r, cantrill c, et al. Prospective trial of water vapor thermal therapy for treatment of lower urinary tract symptoms due to benign prostatic hyperplasia in subjects with a large prostate: 6 and 12 month outcomes. European association of urology. 2023; 58: 64-72. Doi.org/10.1016/j.euros.2023.10.006

Event description:
It was reported to boston scientific via an article published in european association of urology, that a study was conducted to assess the water vapor thermal therapy as a treatment option for patients with a larger prostate volume. The main objective was to evaluate the safety and efficacy of the treatment in men with benign prostatic hyperplasia (bph) and with a prostate gland greater than 80 cubic centimeters and smaller than 150 cubic centimeters. The name of the article is prospective trial of water vapor thermal therapy for treatment of lower urinary tract symptoms due to benign prostatic hyperplasia in subjects with a large prostate: 6 and 12 month outcomes, and it was a prospective, single-arm study. A total of 47 patients were considered for the investigation, and all were treated with water vapor thermal therapy between july 2018 and august 2020. According to the results, all the patients completed 6 months follow-up and 40 of 47 completed 12 months follow-up. Regarding the patient outcomes, at 6 months after the treatment, there were two serious adverse events, according to the study criteria, related to the treatment procedure, one for acute prostatitis and one case of gross hematuria with clots and retention that was treated with cystourethroscopy. There were no serious adverse events related to the device and two more cases of serious adverse events unrelated to the device or treatment procedure. Additionally, there were registered, 164 nonserious serious adverse events in 43 patients, that occurred during the first 6 months after the treatment. Among the 164 cases, 34 were device-related and 117 were related to the treatment. Some of the nonserious serious adverse events experienced by the patients were urinary tract infections, gross hematuria, urinary urgency, bladder spasms, dysuria, acute urinary retention, urinary incontinence, pain/discomfort, poor stream, terminal dribbling, constipation, diarrhea, erectile dysfunction, nocturia, anejaculation, decrease of ejaculatory volume, epididymitis, fever, hematoespermia, hesitancy, incomplete voiding, sloughing, dizziness, headache, hypertension, retrograde ejaculation, syncope and upper respiratory tract infections. The treatment performed showed that during the first 6 months, a significant improvement in the symptoms associated with bph in an 83% of the participants. Also, by 12 months, the 69 % of the patients experienced improvements too. Therefore, the water vapor thermal therapy could be considered a safe and effective option for men with a larger prostate.